Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician was advancing a ruby coil into the gda using a lantern delivery microcatheter (lantern) but then retracted the coil in order to reposition it. While the coil was being retracted, it looped around the tip of the lantern and unintentionally detached in the lantern. The majority of the ruby coil was still in the lantern. Therefore, the physician removed the lantern from the patient and then removed the coil from it. The lantern was reintroduced into the patient and the procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.